Manufacturer narrative:
A ge rep evaluated the system and replaced a workstation power supply and repaired a video circuit board. MFR's investigation is ongoing.

Event description:
The customer reported that smoke was emitted from the workstation during a case. No pt or staff injury was reported.